Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge pcb assembly and cine hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.